Manufacturer narrative:
A 1. Patient identifier: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31579677l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Patient received an index cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced post procedural pericardial effusion around heart (ae #1) categorized as moderate severity and adverse event serious defined by in-patient / prolonged hospitalization with an admission date of (B)(6) 2025 and discharge date of (B)(6) 025. Relationship to study device was not related and the relationship to the index study procedure is probable. The event was unexpected/unanticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention performed was medication.

Manufacturer narrative:
Additional information was received on 15-dec-2025. It was indicated that ae#1 outcome was updated to ¿unknown¿. In addition, sponsor assessment of primary adverse event (ae) was that the ae is a cardiac tamponade / perforation. Although there is no indication that pericardiocentesis or surgical intervention were performed, the code was updated to cardiac perforation as worst case scenario for the reported event based on the sponsor's assessment. Additional information was requested to clarify the event. As such, h 6. Health effect - clinical code has been updated to cardiac perforation (e0604). The clinical database also reported adverse event #2 which was a prolonged aptt (activated partial thromboplastin time); however, it was reported as mild and not serious, with no intervention required. It had no relationship to the study devices. The elevated lab is likely associated with any anticoagulation medication the patient received for the procedure. Additionally, no clinical consequence was reported such as bleeding or anemia. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12-mar-2026. The adverse event anticipated value has been changed from unanticipated to anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Clarification was received on 09-feb-2026 to confirm which event the patient was hospitalized for. It was indicated that the event reported by the site is post procedural pericardial effusion around heart. The last echo report was dated (B)(6) 2025, where the patient was still suffering from pericardial effusion around the heart. However, there was no other information or news after that date. The outcome that was initially reported as ¿recovered/resolved¿ on (B)(6) 2025, was later updated to ¿recovering/resolving¿ on (B)(6) 2025. The outcome ¿unknown¿ is still the information reported in the study database. A follow-up visit (for the study in general, not related to the ae specifically) is expected around (B)(6) 2026, where status of the adverse event (ae) will be verified. With this clarification, h 6. Health effect - clinical code was updated to pericardial effusion (e0619). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Corrected information was received on 14-aug-2025. The hospital admission date was updated from (B)(6) 2025 to (B)(6) 2025 and the discharge date of (B)(6) 2025 was removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).